Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Customer reported portex pediatric breathing circuit had a leak during use with a patient. A pressure test was performed prior to use. The bellows on the anesthesia machine slowly stopped pumping unless flow was high. Breathing circuit replacement resolved the issue. Additional information noted there was no patient injury and product was discarded.